Event description:
It was reported that during central processing, the user facility identified frayed wires on the large needle driver instrument. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was one frayed grip cable at two different locations on the distal end. The cables were still tensioned and instrument wrist was still functional but movement may not be precise. The distal idler pulley exhibited mechanical indentations along edge. Evidence not conclusive but pulley damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.